Event description:
Crrt (continuous renal replacement therapy) dialysis collection bag burst and spilled dialysate onto room floor.

Event description:
Crrt (continuous renal replacement therapy) dialysis collection bag burst and spilled dialysate onto room floor.